Manufacturer narrative:
Manufacturing review:a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection:the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 6mm x 60mm balloon. No anomalies were noted to the strain relief or the y-hub. Functional/performance evaluation:the patency was tested using an in-house .035¿ guidewire and passed without issue. The balloon was able to be fully advanced through an in-house 5fr introducer sheath without issue. The inflation hub was connected to a max30 inflation device and an attempt was made to inflate the balloon with water. Upon inflation, water was observed to be leaking out the distal end of the strain relief. The strain relief was removed and a partial circumferential catheter shaft break was observed 0.8cm from the distal end of the y-hub. Sanding marks were noted on the catheter underneath the strain relief and at the location of the break. The balloon was able to be retracted through the 5fr introducer sheath without issue. No further functional testing could be performed due to the break in the catheter. Medical records review: no medical records have been made available to the manufacturer. Image/photo review: no medical images have been made available to the manufacturer. Conclusion:the device was returned. The investigation is confirmed for a partial circumferential catheter break just distal to the y-hub, resulting in the reported leak. The investigation is inconclusive for difficult to advance and retraction problems, as functional testing could not be performed due to the poor sample condition (i.e. Catheter break). It is unknown whether handling techniques by the user as they removed the catheter from the packaging or prepped the device may have contributed to the reported issue. Based upon the available information a definitive root cause has not been determined. Labeling review: the ultraverse 035 instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported during an angioplasty procedure, a pta balloon was allegedly difficult to advance to the lesion site. The health care provider (hcp) reported during the initial inflation, the device was allegedly leaking contrast. The hcp further reported the device was retracted in its entirety, with alleged difficulty, through the sheath. Another device was reportedly used to complete the procedure. There was no reported consequence or impact to the patient.